Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant is having difficulty charging and that the device is doing all sorts of crazy things today. The patient said that recharging has always been an issue. The patient said it has always taken a while to maintain a connection. The following troubleshooting steps were performed: confirmed that the communicator is turned off. The patient said that they did have the communicator on. Reviewed the importance of having the communicator off; otherwise, it can cause interference. After the patient turned the communicator off, he placed a recharger over the implant site. The patient repositioned the recharger and started the recharge session. The patient will maintain the connection and will continue to charge.  The patient reported sensations while recharging. The following troubleshooting steps were performed: recommended using a recharger over a thin layer of clothing. Additional troubleshooting information: the troubleshooting steps that were taken on the call resolved the issue. The reason for the call was to report that two weeks ago, after finishing the charging implant, the patient said that when she turned stimulation on with the communicator, she felt strong stimulation, which shocked her deep in her body. When asked, the patient said therapy was off; however, she doesn't know how long therapy was off. The patient said they are charged every thursday, and when the recharge session starts, the ins is at 10%. When asked, the patient said that their setting was 5.2, which is the setting that helps with their symptoms. Troubleshooting was unable to be performed because the patient was charging their implant. The patient was directed to place a cloth over the implant site before turning stimulation on. Patient services also reviewed that since it is unknown when stimulation is turned off before recharged, due to the slightly higher setting, the patient's body has become sensitive when it turns stimulation back on after being off for a period of time. Also reviewed is the option to recharge the implant every 6 days instead of 7 days so that stimulation doesn't turn off and then monitor. The caller was redirected to provide an update on their experiences after decreasing the recharge interval.

Manufacturer narrative:
Continuation of d10: product ID wr9220 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.